Manufacturer narrative:
The insulin pump passed the displacement test and self test. No pump error 54 or pump error 3 alarm noted during testing. However, pump error 54 and pump error 3 alarm found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The device will be returned for analysis.